Manufacturer narrative:
This device has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was explanted and successfully replaced. No additional adverse patient effects were reported.